Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: the image was showing only at the edge of the screen. Since the operation could not be performed in this condition, another camera head was used. [Update - when we tried to use another camera during the surgery, the image was at the edge of the screen. Since we could not operate in this condition, we used this camera head, which also had noise. Despite the noise, the operation was continued and completed. The surgeon said that this may be an initial defect as the product has just been purchased. He wishes to investigate the cause of the problem. Note - it is unknown which camera was the original one - issue with image at the edge of the screen] the failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely caused could be a manufacturing workmanship issue. Please refer to nc (B)(4). The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.